Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as unidentified (tear). Shell thickness was within specification). Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and replacement from textured to smooth due to the patients concern of the product. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and replacement from textured to smooth due to the patients concern of the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.